Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that slight externalization of the rv coil was noted in 2012. Noise was also noted on the competitor atrial lead. There is approximately eight months of battery longevity and the decision will be made at the time of the generator change on how to proceed. It was also noted that the left subclavian is occluded. The leads remain implanted. The patient condition is stable.